Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was intermittently fluctuating. Additionally, it was reported that a power source alert occurred resulting in the pump shutting down. Customer's blood glucose level was 149-150 mg/dl. The pump was successfully charge to address the event.